Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 52 mg/dl, 23 mg/dl. The customer¿s blood glucose level was 210 mg/dl. The customer was treated by glucose with carbohydrate. Based on customer report customer does allege pump was over delivering. The insulin pump will not be returned for analysis.